Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Review of the event history log was able to confirm that the device alarmed air-in-line. The eval was unable to reproduce an air-in-line alarm when no air was present. Further eval found low upstream sensor readings caused by a failed upstream sensor. Low ultrasonic sensor readings may make the device more sensitive to air and upstream occlusion alarms. As a result, the upstream sensor has been replaced.

Event description:
It was reported a spectrum pump had an "air detector intermittent issue". During baxter's eval, it was determined that the allegation was likely a false air in line alarm. It was also reported that there was no pt involvement.